Event description:
It was reported that during the implant procedure the lead exhibited intermittent loss of capture and clavicular crush damage. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.